Manufacturer narrative:
Concomitant medical products: a2dr01, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection and the pacing system was removed. The patient was treated with antibiotics and a temporary pacemaker. A new pacing system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.